Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt was experiencing discomfort at his ipg site and would like his scs ipg moved. Follow up on (B)(6) 2014 identified the pt had his ipg pocket revised on (B)(6) 2014. The physician made a new pocket and decided to electively replace the pt's ipg with a different model ipg. There were no known issues with the pt's original ipg. Additional follow up on (B)(6) 2014 identified the pt reported he is no longer experiencing pain at the ipg site.